Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient was diagnosed with peritonitis. On (B)(6)2010, the patient required hospitalization for the peritonitis. The patient was treated with zidime.t 1gm ip (dates of administration and frequency not reported). At the time of reporting, the patient remained hospitalized and the event of peritonitis was resolving. The root cause of the peritonitis was unknown. It was not reported if pd therapy continued. The nurse did not know if the event of peritonitis was related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.